Event description:
While the surgeon was suturing, using 3-0 biosyn p-12, to close the skin, the suture kept breaking. The suture broke three times, and an additional three sutures of the same suture with the same lot number was added to the field. The surgeon was able to successfully close the surgical site using four sutures when only one was needed. The surgeon stated that last week, the same suture broke twice while he was suturing.